Event description:
It was reported that the patient was not able to get enough pain relief. It was noted also that the leads had migrated. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed of.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7090584/7090353. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7122405.

Event description:
It was reported that the patient was not able to get enough pain relief. It was noted also that the leads had migrated. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded.